Event description:
It was reported that while placing the bravo ph monitor, the handle/plunger broke during the procedure. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The capsule was returned not attached to the delivery system. The plunger broke off. It had the new style handle with the white markings. The trocar needle was advanced with no blood/tissue present. The analyst was able to grab the remaining piece of the plunger shaft and easily pulled on it. The capsule fell off the delivery system. The plunger was fully depressed. The analyst found no visual anomalies of the push/pull wires and thrust tip/push pin.